Manufacturer narrative:
A visual examination of the returned device found that the distal stent loops were deployed and there was slack noted on the deployment thread as a result of this partial deployment. The crocheted stitches were uneven and the distal and proximal ends of the covered section of the stent were slightly protruding and had a larger diameter than the middle section of the stent. The pull ring was in position in the hub. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure for a stricture in the distal trachea due to malignant extrinsic compression, performed on (B)(6), 2010. According to the complainant, under fluoroscopic guidance and over a guidewire, the physician felt that he could not push the stent far enough down in the trachea to position it correctly. The physician stated that the distance between the distal tip of the delivery catheter to the distal tip of the stent (and the fluoroscopic markers) was possibly too long. He stated that this is not a problem on the larger bronchial stents. The physician reported that he was worried about the potential problem of pushing the catheter further down and possibly perforating the lung. The complainant reported that perhaps the mass surrounding the lung made it more difficult to place the tip of the catheter low enough in the lower bronchi to place the stent. When the device was removed from the patient, it was noted that the last 3-4mm of the stent was partially deployed. It was also noted that the deployment suture string had significant slack, even though this was not pulled during the procedure. The physician did not complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Patient age reported as (B)(6) old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure for a stricture in the distal trachea due to malignant extrinsic compression, performed on (B)(6), 2010. According to the complainant, under fluoroscopic guidance and over a guidewire, the physician felt that he could not push the stent far enough down in the trachea to position it correctly. The physician stated that the distance between the distal tip of the delivery catheter to the distal tip of the stent (and the fluoroscopic markers) was possibly too long. He stated that this is not a problem on the larger bronchial stents. The physician reported that he was worried about the potential problem of pushing the catheter further down and possibly perforating the lung. The complainant reported that perhaps the mass surrounding the lung made it more difficult to place the tip of the catheter low enough in the lower bronchi to place the stent. When the device was removed from the patient, it was noted that the last 3-4mm of the stent was partially deployed. It was also noted that the deployment suture string had significant slack, even though this was not pulled during the procedure. The physician did not complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".